Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a hazy image during preparation for use for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The "image problem, hazy picture" was due to a damaged charged coupled device unit. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a hazy image during a cysto ureteroscopy/laser litho/stent placement procedure that was completed using the same set of device. There were no reports of patient harm associated with the event.